Event description:
It was reported that the right ventricular lead impedance had gradually risen from 700 ohms to 1400 ohms over a period of months and the capture threshold also increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.